Event description:
The report received from the affiliate states that a smart control stent was delivered to the target lesion but the stent jumped forward during the stent deployment and was deployed in an unintended location. The patient's gender and age were unknown. The target lesion was external iliac artery to superficial femoral artery. Calcification, vessel tortuosity and the rate of stenosis were unknown. The target vessel diameter is unknown. It is unknown if the lesion was pre-dilated. After being properly inspected and prepped a smart control (c10030sl/ lot 15355018) was delivered to the target lesion but the stent jumped forward during the stent deployment. It is unknown if there was any difficulty tracking the device through the vessel, to the lesion. It is unknown if any excessive force was used any time during the procedure. It is unknown if there was any difficulty with the rotating dial of the device. The stent did expand fully with the vessel wall. Unfortunately, the target lesion could not be covered properly; an additional smart control (cat/lot unknown) was delivered and placed in the lesion. It is unknown if the stents were overlapping. The entire target lesion was fully covered and the procedure was completed without other problem. There was no adverse event and the patient is in stable condition.

Manufacturer narrative:
The product is available for evaluation and testing; however, it has not been received to date. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
The report received from the affiliate states that a smart control stent was delivered to the target lesion but the stent jumped forward during the stent deployment and was deployed in an unintended location. The target lesion was external iliac artery to superficial femoral artery. Calcification, vessel tortuosity and the rate of stenosis were unknown. The target vessel diameter is unknown. It is unknown if the lesion was pre-dilated. After being properly inspected and prepped, a smart control was delivered to the target lesion but the stent jumped forward during the stent deployment. It is unknown if there was any difficulty tracking the device through the vessel, to the lesion. It is unknown if any excessive force was used any time during the procedure. It is unknown if there was any difficulty with the rotating dial of the device. The stent did expand fully with the vessel wall. Unfortunately, the target lesion could not be covered properly; an additional smart control was delivered and placed in the lesion. It is unknown if the stents were overlapping. The entire target lesion was fully covered and the procedure was completed without other problem. There was no adverse event and the patient is in stable condition. One non-sterile pkg assy smart control, iliac 10x30 was received coiled inside a plastic bag. Locking pin and stent were not received. Two kinks were detected at 4.4 cm and 17.5 cm from proximal end. Blood residues could be observed. No other discrepancies were found. Usable length was measured and was found within specification. Since stent was not received functional test has not performed; however the deployment process was performed without the stent and no resistance was found. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The cause, of "kinks" condition could not be conclusively determined; however it does not appear to be manufacturing related. Controls are in placed at the final assembly and packaging processes to detect this kind of issues. Handling and procedural factors could be contributed to this condition. The "deployment difficulty-inaccurate placement" condition reported by the customer was not confirmed, since no anomalies were found during the deployment process. The failure does not appear to be manufacturing related. Controls are in placed at the final assembly and packaging process to detect these kinds of issues. Neither the DHR review nor the analysis suggests that the failure is manufacturing process. Therefore no actions were taken. Smart control it is unknown if unusual force was used in the attempt to cross the lesion as pushing the sds against resistance, which can be encountered during sds advancement through calcified, tortuous or stenotic vasculature, can cause the outer member to compress, thus contributing to premature stent deployment/stent jumping while the locking pin is still in. The IFU states, "if resistance is met during delivery introduction, the system should be withdrawn and another system should be used." It is unknown if, as the IFU advises, the user advanced the stent delivery system past the lesion site and then pulled back the stent delivery system until the radiopaque stent markers (leading and trailing ends) move in position so that they are proximal and distal to the lesion site. The IFU also states to verify that the delivery system's radiopaque stent markers (leading and trailing ends) are proximal and distal to the target lesion, to ensure that the introducer sheath does not move during deployment and remove the locking pin from handle. Then, initiate one-handed stent deployment by rotating the tuning dial with thumb and index fingers in a clockwise direction (direction of arrow) while holding the handle in a fixed position. While using fluoroscopy, maintain position of the radiopaque stent markers relative to the targeted lesion site. Watch for the distal radiopaque markers to begin separating. Separation of the distal stent markers signals that the stent is unsheathed. Continue turning the tuning dial until the distal end of the stent obtains full apposition with the vessel wall. With the limited amount of information available it is not possible to draw a clinical conclusion between the device and the event. However, in this case, it is possible that the difficulty experienced by the customer was related to procedural factors, vessel characteristics and/or user handling.